Manufacturer narrative:
H6: additional conclusion code added - as it was reported the migration was suspected to be caused by the large diameter of the patient's proximal aorta, conclusion code 50 reflects the event to be related to the patient's condition.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of a chronic standford type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). The ctag-ac device was placed at the intended position. Final angiography imaging revealed no endoleak, and the procedure was completed with no reported issues. On (B)(6) 2020 CT imaging revealed a proximal type I endoleak. Slight distal migration of the ctag-ac device was also noted (distance unknown). Reportedly, the migration was suspected to be caused by the large diameter of the patient's proximal aorta. It was suspected that the true lumen became dilated. According to the clinical sales associate case report, the patient's proximal aortic diameter ranged from 43 to 44.6mm. On (B)(6) 2020 a reintervention was performed to place an additional ctag-ac device proximally. The procedure was completed. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, stent graft migration, endoleak, and reoperation. Furthermore, the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient populations: chronic type b dissections. Indications for use and appropriate anatomy for use of the gore® tag® conformable thoracic stent graft includes = 20mm landing zone proximal to the primary entry tear - proximal extent of the landing zone must not be dissected - and diameter at proximal extent of proximal landing zone in the range of 16-42 mm.